Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred, and the customer experienced an elevated blood glucose value displayed as "high" on the continuous glucose monitor; specific value was not provided. The customer administered a manual injection to address the elevated bg. Customer changed pump supplies to address the issue.